Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosed target lesion was located in the moderately tortuous and non calcified left superficial femoral artery. A non-bsc guide wire was advanced to the lesion. A 6.0mmx60mmx135cm sterling¿ balloon catheter was used to dilate the lesion. Upon first inflation at 12 atmospheres, it was noted that the balloon ruptured. The device was removed intact. The procedure was completed with a 6mm-8cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with a sterling shelf box, pouch, and a hoop. The batch number on the packaging and device matched the reported batch number. Visual and tactile inspection revealed blood and contrast in the inflation lumen and on the catheter. Microscopic examination of the balloon and shaft revealed a longitudinal balloon tear 49mm long across the entire length of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosed target lesion was located in the moderately tortuous and non calcified left superficial femoral artery. A non-bsc guide wire was advanced to the lesion. A 6.0mmx60mmx135cm sterling¿ balloon catheter was used to dilate the lesion. Upon first inflation at 12 atmospheres, it was noted that the balloon ruptured. The device was removed intact. The procedure was completed with a 6mm-8cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).